Manufacturer narrative:
FDA h10: further review of this case indicates this is a duplicate report. The significant surgical delay in this report has been already reported under MDR no. 1219602-2023-01604. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that during a meniscus repair, three (3) ultra fast-fix devices had unspecified failures. The procedure was completed with a surgical delay greater than 30 minutes using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).